Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported failure of the needle mechanism to fire and deploy the cannula or to determine its root cause. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported on (B)(6) 2015 her blood glucose history is as follows: she noticed insulin leaking at the site and realized that the needle mechanism never fired the cannula into the skin.